Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on both the right atrial (ra) lead and right ventricular (rv) leads. Boston scientific technical services (ts) was consulted and discussed the noise may be from a medical procedure and/or electromagnetic interference (emi). Additionally, undersensing was also observed. Further review was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on both the right atrial (ra) lead and right ventricular (rv) leads. Boston scientific technical services (ts) was consulted and discussed the noise may be from a medical procedure and/or electromagnetic interference (emi). Additionally, undersensing was also observed. Further review was recommended. No adverse patient effects were reported. At this time, this device remains in service.